Manufacturer narrative:
The reporter mentioned that the patient visited the (B)(6) in (B)(6), where she became ill, and that the patient experienced dizziness and headaches. An investigation showed that the patient had arnold-chiari malformation. The reporter also added that the patient is also being investigated for possible viral labyrinthitis, as the patient continues to complain of headaches. Prednisone on a tapering dose, and minocycline were described for the nodules and "rope-like masses". A ptc (pharmaceutical technical complaint) was being initiated: (B)(4). It revealed: brr (batch record review) without hunt to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.

Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a representative and forwarded by our local affiliate ((B)(4)). Initial and follow-up information received on 01/23/2009 and 01/27/2009 respectively were processed together. This case involves a (B)(6) female patient who received three treatments with poly-l-lactic acid (sculptra). Therapy dates were (B)(6). In (B)(6), the patient began experiencing hard masses around her mouth and eyes at the site of poly-l-lactic acid injection. The patient first developed small nodules on the cheeks and then these progressed to involve the areas around the mouth and nose. These areas are not noticeably visually, but they are very hard on touch. They were described as almost "rope-like" rather than nodular, except on the cheek where they are mostly small nodules. The reporter also mentioned that the patient's eyes are both swollen, especially on the lower eyelids. All the involved areas are those where poly-l-lactic acid was injected.